Event description:
One device was received for analysis. Investigation found the upstream occlusion (uso) seal was buckled, which indicates seal integrity is compromised and is a reportable malfunction. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of a non-reportable complaint. No service history found. No error codes found in event log. Visual and functional testing was performed. It was found the upstream occlusion seal (uso) was buckled, which indicates seal integrity is compromised and is a reportable malfunction. The occlusion seals were replaced, and device passed all testing post repair.